Event description:
It was reported that the guide wire would not fully pass through the recanalization catheter. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. There have been (B)(4) complaints reported to date for corporate lot number gfxk0289, for this issue. The device was returned. The investigation is confirmed for guidewire issues, as the distal tip of the guidewire was returned lodged within the distal tip of the crosser catheter. Additionally, the investigation is confirmed for an outer catheter break near the distal tip of the catheter. Based on the orientation of the detached guidewire tip that was lodged in the distal tip of the crosser catheter, it appears that the guidewire was loaded through the proximal end of the guidewire lumen and got lodged at the distal tip of the catheter. It is likely that excessive force withdrawing the guidewire tip of the catheter. It is likely that excessive force withdrawing the guidewire from the catheter resulted in the detachment of the guidewire tip within the catheter. Per the crosser IFU (instructions for use), the guidewire should be loaded through the distal tip metal tip of the crosser catheter and care should be taken not to damage the tip of the catheter during introduction. As the user did not initially load the guidewire through the distal metal tip of the crosser catheter, the root cause is most likely user related.